Event description:
Patient was revised to address osteolysis, which had caused a large trochanteric defect, corrosion at head/neck taper junction, and pain. (Right hip).

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 1214836 or y2tee1000. A search of the complaint database search finds one additional reported incident against lot code 1198797 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address osteolysis, which had caused a large trochanteric defect, corrosion at head/neck taper junction, and pain. **update: (B)(4) 2013 - litigation papers received. There is no additional information that would affect the outcome of this investigation. Update rec¿d (B)(4) 2013 ¿ pfs and medical records received. Revision operative notes confirmed osteolysis and corrosion. There is no new additional information that would affect the existing MDR decision. Records are attached for further review.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges loosening of cup, bone fracture, loosening of stem, metal wear, metallosis and elevated metal ions.